Event description:
It was reported patient underwent left knee revision approximately 1 year and 10 months post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: item#: 159554, oxf anat brg lt lg size 3 PMA, lot#: 164780, item#: 159554, oxf anat brg lt lg size 3 PMA, lot#: 164780. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This is a void report because it is no longer reportable due to disease progression if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent left knee revision approximately 1 year and 10 months post implantation due to lateral progression of arthritis. This is a void report because it is no longer reportable due to disease progression.